Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the first post implant day, the right atrial (ra) lead dislodged and a cross chamber oversensing was observed. Ra lead was capped and will be revised. No patient complications have been reported as a result of this event.